Event description:
During insertion of the introducer, a piece of the sheath remained in the pt's subq tissue. The surgeon had to perform a cut down procedure to remove the piece of sheath.

Manufacturer narrative:
The complaint was confirmed. The blue vessel dilator exhibited a break and the distal end of the dilator was not returned for eval. The dilator cracked when it was bowed, indicative of a brittle material. The cross section of the break was granular. The sheath was returned for eval, which had been split by the user. A complaint history review showed no other similar product complaints of this nature.